Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID (B)(4) lot# va17ew3 serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was clarified that the previously reported repositioning was instead a fully system explant without replacement on (B)(6)2017 due to an infection; the device disposition was stated to be unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# va17ew3 implanted: (B)(6) 2016 explanted: (B)(6) 2017. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the initial programming on (B)(6) 2016 found no tremor improvement after multiple configurations. On (B)(6) 2016, multiple additional programming attempts were made, but they did not lead to a satisfactory improvement in the patient's tremor. The health care provider (hcp) thought it was unlikely for the patient to obtain benefit from the lead unless it was repositioned; the hcp plans to discuss this with the neurosurgeon. The etiology was noted as not related to the device/therapy, but possibly related to the implant procedure; the electrode contact location and implantable neurostimulator (ins) were noted. The actions/interventions taken to resolve the issue included planning a repositioning procedure on (B)(6) 2016. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3389s-40, lot# va17ew3, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was explanted on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the placement of the lead was based on medication judgment. The health care provider (hcp) pursued the right gpi placement because the right stn placement would likely require a medication reduction, which might have led to a worsening of the right hand tremor. At the time, the patient's left hand tremor was "most bothersome". No further complications were reported/anticipated.